Manufacturer narrative:
This report is submitted on jun 5, 2021.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (specific date not reported). The patient's head was wrapped as recommended by cochlear. Surgery to replace the magnet was scheduled for (B)(6) 2021, but is yet to be confirmed as having taken place, as of the date of this report.

Manufacturer narrative:
Per the clinic, surgery to replace the magnet has been completed (date not reported). The implanted device remains. This report is submitted on december 15, 2021.